Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had constant motor error alarms during the rewind due to a corroded motor home switch. The pump was unable to perform the displacement, rewind, basic occlusion, prime, occlusion or excessive no delivery tests due to the constant motor error alarms. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown.